Manufacturer narrative:
The following other devices were also listed in this report: triathlon symmetric x3 patella cat # 5550-g-391; lot # unk. Tri press-fit stem 16mm x 100mm, cat # 5565-s-016; lot #unk. Tri ts femur sz5 left, cat # 5512-f-501; lot # unk. Tri ts baseplate size 5, cat # 5521-b-500; lot # unk. Triathlon total knee sys offset adapter 4mm, cat # 5570-s-040; lot # unk. At the present time, it cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and med records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "even after revision, the pt continues to feel pain, swelling and can't walk anymore without a cane. Had to go on disability because of his knee. It aches him and he can't bend his knee at all. He constantly needs to have a straight leg."